Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: v nmc4646c175tj, serial/lot #: (B)(4), ubd: 22-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a 80mm thoracic aortic aneurysm. It was reported approximately 2 years post the index procedure, the patient expired at another hospital. The details of the death are not available. The physician reported that while the possibility of a navion related issue such as a stent ring separation, fracture or iiib endoleak can not be denied there is no reports of these events at this time. The cause of death was not provided. No additional clinical sequelae were reported and the patient is expired.